Event description:
It was reported that device contamination occurred. A 20x55/10fr wallstent endoprosthesis was selected for use. During removal from the inner packaging outside the patient, the device was dropped to the floor. The device was not used as it was contaminated. The procedure was completed with another of the same device. No patient complications were reported.